Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl; cause was not known. Due to the bg level the customer lost consciousness and was transported by paramedics to the emergency room (ER) during the week of 3/15 (event date is approximated). Customer was treated with "carbohydrates" and "an injection" to address bg level. Customer was released from the ER 6 to 7 hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.